Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. A photo was provided. The photo showed an implanted monofocal lens. Stutter type scratches were observed on the right and left side of the optic. The damage appeared to be on the posterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and viscoelastic were indicated. It is unknown if a qualified handpiece. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported on behalf of surgeon during intraocular lens (iol) implant procedure, the surgeon noticed that the lens had peripheral scratches after implanting the lens. The lenses were explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested and received stating as per the physician issue was from the cartridge iol was loaded by an extremely experience tech using a no optic touch technique. There was no patient harm. The surgeon has an excellent prognosis.